Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and after ablation, the doctor noticed some charring above the electrode. The patient had no complications. The char was found between the tip electrode and second electrode at the plastic ring separating the electrodes. The system did not present any error message, and no issues related to temperature and flow on the catheter. The patient was anticoagulated with activated clotting time (act) > 300 and maintained throughout every case. The physician considered the char /coagulum/thrombus/clot as excessive and estimates the risk to be increased. The correct catheter settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. Heparinized normal saline was used. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, scanning electron microscopy (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual inspection of the returned sample revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. Afterward, an irrigation test was performed, and the device was found partially occluded as the flow was observed irregularly through the irrigation holes. Additionally, a microscopic inspection of the dome was performed, and some irrigation holes were observed occluding dry reddish material. Due to the occlusion in the irrigation holes, excess heat could be generated at the dome surface; which could cause an increase in the temperature and the presence of char, thrombus, or clot residues in this area. A sem test was performed to identify the foreign material inside the irrigation hole and it was determined that it was composed of an organic material, presumably blood, and an inorganic material. The investigation concluded that the presence of the inorganic material inside the irrigation hole is confirmed to be manufacturing attributable. A manufacturing record evaluation was performed for the finished device 31500855l number, and no internal actions related to the reported complaint condition were identified. The char/thrombus issue reported by the customer was confirmed. The root cause of the occlusion is traced to the manufacturing process. The instructions for use (IFU) contain the following information: do not use the temperature sensor to monitor tissue temperature or to guide power titration during ablation. The temperature sensor located within the tip section of the catheter does not reflect either electrode-tissue interface or tissue temperature due to the cooling effects of the saline irrigation of the electrode. The temperature displayed on the rf generator is the temperature of the cooled electrode, not tissue temperature. The temperature sensor is used to verify that the irrigation flow rate is adequate. Before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. Make sure the irrigation holes are not plugged prior to reinsertion. Internal corrective actions are being followed to reduce this failure mode. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and after ablation, the doctor noticed some charring above the electrode. The patient had no complications. The char was found between the tip electrode and second electrode at the plastic ring separating the electrodes. The system did not present any error message, and no issues related to temperature and flow on the catheter. The patient was anticoagulated with activated clotting time (act) > 300 and maintained throughout every case. The physician considered the char /coagulum/thrombus/clot as excessive and estimates the risk to be increased. The correct catheter settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. Heparinized normal saline was used.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).